Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 300 mg/dl. During a system check with tandem technical support, air bubbles were observed in the infusion set tubing. Tandem technical support guided customer to disconnect from tubing and prime out air using the fill tubing feature. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.